Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that following several recent falls the patient experienced pain at the ipg site due to migration of the ipg. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024. Wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction e1: corrected reporter state.